Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the reported error code 133.6090 (main speaker failure) was confirmed through a log review; however, the error was not reproduced during laboratory testing. There were no issues or anomalies identified during the internal and external inspection of the suspect pcu. The returned pcu was powered on, in the ¿as received¿ condition. The suspect device successfully loaded the operating system without any errors or malfunctions; the reported code could not be reproduced. The suspect pcu was connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect device was powered on and off fifteen (15) times. In each instance, it loaded the operating system without any errors or malfunctions. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu. Asm was used to evaluate the source pcu and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The review of the error log identified an error code 133.6090 (main speaker failure) and error code 121.2070 (power supply processor communication no response failure) were recorded on (B)(6) 2025, between 7:16 am and 7:33 am, four (4) times each. A review of the battery log indicated that the pcd was not connected to ac power at the time the error occurred. The facility did not provide infusion details. A review of the pcu event log, the last power on was recorded on (B)(6) 2025, at 7:33 am. Alaris¿ system technical service manual states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.